Event description:
The event is reported as: the customer alleges that the pressure cap on the ventilator circuit dislodged. There was a loss of pressure/volume. The pt's condition is reported as fine.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and mfg procedure for catalog number 880-34kit were reviewed and no findings that can potentially relate to the reported issue were found. The device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported.